Event description:
Pt exhibited unstable angina with the conducted stress test registering postive. A left heart chateterization was performed. Several devices were exchanged through the introducer sheath during the procedure, extending over a period of 81 minutes. Twelve days later, the pt's examination noticed a redness and swelling at the insertion site. A swab culture of the site registered negative with no growth within the culture. A needle aspiration was performed. Nine days later an increase in the swelling at the site as well as an evident emission of pus.